Event description:
Procedure type: roux-en-y. According to the reporter: the stapler was placed and fired for the second gastric pouch firing for a roux-en-y procedure. The load deployed staples which were malformed. This resulted in bruised and scratched tissue embedded with malformed staples. Tissue was scored with the firing of the instrument and ineffective staples were embedded in the tissue. The scored tissue was sutured. Additional staple loads were used to transect the staple embedded tissue. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).